Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had intermittent spikes in impedances with the other manufacturer right atrial (ra) lead that was being oversensed by the respiratory rate trend feature causing inappropriate atrial tachy response (atr). The plan was to turn the rrt feature off, however the cause for the spikes in impedances was unknown. The system remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).